Manufacturer narrative:
Concomitant products: 4968-60 lead implanted (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed due to infection of unknown etiology. No further patient complications have been reported as a result of this event.